Manufacturer narrative:
The event description states that the hub separated from the shaft. There was no lot number provided for this event or returned product to evaluate. The root cause for this failure is undeterminable.

Event description:
Hub separated from shaft. No patient impact reported. Associated to MDR 2134812-2017-00083.